Event description:
It was reported that stent damage occurred. After pre-dilatation of a 2.5x15 balloon catheter, a 38 x 2.50 promus elite drug-eluting stent was advanced for treatment. However, during the procedure, it was noticed that the distal stent strut was deformed. The procedure was completed with another of the same device. No patient complications were reported.